Event description:
It was reported that the patient never got a really good effect from the pump. The pump was replaced in 2008 as well as the catheter and it was placed higher with the hope of getting more benefit. The pump was infusing baclofen (unknown). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11509r57, implanted: (B)(6) 2003, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
The manufacturing site has been corrected.